Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
It was reported that an attempt was made to use a mis-7f07 to treat a lesion. The lumen was flushed prior to use. IFU was followed. A guidewire was not used for the insertion of the catheter. Guidewire sheared off and fractured in the patients vein. Case aborted. All pieces accounted for. Patient will return on a future date to complete case. No patient injury reported.